Manufacturer narrative:
Additional information was received for clarification of the event. Customer reported only one screw was involved during this event. The screw (urs2) had fractured and it was removed at tooth location 30. A new screw was placed during that time. No screw loosening was confirmed occurred during that time. Upon reassessment of the reported event, it was determined that this device no longer meets the criteria of a reportable malfunction. The device is not reportable due to FDA malfunction variance e1998009. As a result, no further medwatch report will be submitted. The following sections have been updated: b3: date of event. B4: date of this report. D1-d2: brand name/ type of the device. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
Additional information was received for clarification of the event. Customer reported only one screw was involved during this event. The screw (urs2) had fractured and it was removed at tooth location 30. A new screw was placed during that time. No screw loosening was confirmed occurred during that time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A zimmer screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported products were located on tooth sites 30 and used for approximately 10 years. The customer has not provided additional pictures or x-ray images of the products. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw loosening) or product (zimmer dental tsv screw). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age/ weight: not provided. Event date: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. Initial reporter email address, fax number: not provided. PMA/510(k) number: not provided. Device was not returned.

Event description:
It was reported that an unknown zimmer screw loosened at tooth location 30.